Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a closed reduction due hip dislocation. The patient suffered two previous dislocations and the latest occurred when they were lying in bed and turned onto their hip. The hip was reduced under general anesthesia without difficulty. Following the procedure, when performing tractions, there was some subluxation so the hip was immobilized to not flex the hip. The following day, it was re-evaluated and the thigh was lifted without problem or pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 163660, lot# j7996233, 28mm dia cocr mod hd -6mm nk. Cat# 110024462, lot# 67477289, g7 dual mobility liner 40mm d. G2: foreign ¿ ecuador. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.